Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller did not alarm acoustically. The patient was unable to check the parameters on the system controller by pushing any buttons. The display did not change from controller internal fault. There was no light indicating what the issue was. The controller was exchanged by the patient. No more issues were reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarm on the heartmate 3 system controller was confirmed; however, the reported event of an issue with audible alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed internal controller fault alarms active on 27aug2024 from 09:44:26 ¿ 21:33:33. These alarms activated due to internal lcd_com faults; however, these alarms did not impact the ability of the pump to operate at the set speed, as it maintained a speed above lsl while the driveline was connected. The driveline was disconnected on 27aug2024 at 21:24:06 for a system controller exchange. No other notable alarms were active in the log file. During preliminary testing of the returned controller, the reported event was reproduced. The lcd pcb was inserted into a test controller and an internal lcd communication fault was observed. The issue was first isolated to the lcd printed circuit board (pcb). Testing of the lcd pcb¿s circuitry revealed that a decreased voltage bus was being supplied to the components throughout the board. The issue was not able to be isolated to a specific component, as a decreased voltage bus being supplied throughout the board could be caused by electrical damage to several components. The damaged lcd pcb was replaced, and the controller was connected to a mock loop, test power module, and was able to operate the pump at the speed for an extended duration without any issues or alarms becoming active. The root cause of the reported event was determined to be related to the lcd pcb; however, a component level issue could not be identified. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 03jul2019. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including controller fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.